Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H10 - missing field reference for verbiage.

Event description:
Subsequent to the initial MDR, a correction or additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace new sensor occurred. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determine to be potential patient misuse which led to an early sensor expiration. The reported event of a replace new sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.